Event description:
The device displayed an error code and biotronik technical services recommended explant. This device was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing scratches on the pacemaker housing. The pacemaker was subjected to an electrical incoming inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Subsequently the pacemaker was interrogated showing a warning message indicating that the battery voltage was too low. The pacemaker's memory content was analyzed documenting a slightly low voltage. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. The current consumption was as expected. Despite of a thorough investigation, the clinical scenario was not reproducible. The electronic module as well as the battery was fully functional. A further interrogation did not show a warning message. In summary, despite a thorough and time consuming analysis the root cause for the warning message was not determinable. A destructive analysis of the pacemaker showed no anomalies. The device was fully functional.